Event description:
During an initial implant procedure, it was not possible to insert the left ventricular (lv) lead into the header of the device. A new device was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of setscrew anomaly was confirmed. Analysis revealed the left ventricular setscrew was stripped and contained septa material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.